Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a torn keypad and contamination was found under the key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad buttons were found to be responsive to button presses. The display screen was also found to be dim and discolored.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts. The display screen was also found to be dim and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.